Event description:
The customer reported that there was a communication error message. The field engineer noted that it was intermittent and the system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service all. The system was tested and found to be working as intended and put back into service.